Event description:
It was reported that the lead dislodged post implant. The lead was repositioned twice, but later explanted. It was noted that the patient had a weak ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.